Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The custoemr reported via phone call that the back of the insulin pump where the belt clip is attached was broken. The customer's blood glucose was 6.5 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.